Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate below their implantable pulse generator (ipg) programmed rate a few days after it was switched to single chamber. The patient's family wondered if the ipg was working abnormally. The ipg remains in use. No further patient complications have been reported as a result of this event.